Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the affected device was : mentor cpx 4 breast tissue expander 850cc, catalog number is 3548317 and lot number is 6895773 per product received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/7/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, during visual evaluation of the sample, it was observed a tear at juncture patch. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of tissue expander include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. On 2/6/2020, a manufacturing record evaluation was performed for the finished device 6895773 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: reported date of event is (B)(6) 2019, however, the implant was removed on (B)(6) 2019, therefore, the date of event was defaulted to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast reconstruction primary with a mentor cpx 4 breast tissue expander 275cc and suffered from deflation of the left tissue expander. As a result, the patient had undergone removal and replacement with gel mentor unknown implant on (B)(6) 2019.